Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a software issue. The device was serviced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs revealed a single occurrence of a device self-test failure. The device logs also found multiple occurrences of "incorrect circuit attached" alarms after the device passed the internal self-test. In-house testing could not reproduce the reported failure and there was no fault found with the returned device. Based on the investigation results, it is likely that the user had used a different circuit after the device passed the internal self-test. The investigation determined that the reported event was due to operator error. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.